Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer¿s representative 9rep who reported the patient was originally implanted with two primary cell devices and then had them replaced with rechargeables. With the rechargeable devices the frequency of stimulation was not exactly the same as it was with the primary cell devices, and the patient experienced throat tightening as a side effect and poor symptom control when frequency was lowered even after multiple programming attempts, so they and the physician chose to go back to one primary cell device and leave the rechargeable device on the other side.